Event description:
Per the clinic, the patient developed a hematoma three days post-op, resulting in a revision surgery to alleviate the symptoms. The surgery was successfully completed on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.